Event description:
It was reported the patient presented with a pacemaker that exhibited oversensing. The pacemaker was repositioned on (B)(6) 2023. There were no patient consequences.

Event description:
New information received noted the patient presented in clinic for follow up. The pacemaker oversensed noise, which triggered inappropriate mode switches.